Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that during a case, they successfully registered with a registration of "one something" and when they went into the navigation screen, "the image was black with only the teeth showing." The site brought in their other navigation system to continue with case. There was no impact on patient outcome. The degree of registration inaccuracy was 1.4 mm and suspected to be due to user error. There was a surgical delay reported as either 8 or 15 minutes (dependent on the respondent). A manufacturer representative (rep) was unable to replicate the issue of "the image was black with only the teeth showing". He suspected it was a window level issue, although a different rep attributed the issue to user error. The system functioned perfectly through several registrations.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, software version: 2.1.0 and product ID: 9735795. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.